Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level was 400 mg/dl and 321 mg/dl. Customer stated insulin pump had hardware low level failure alert. Customer was able to clear and able to rewind the insulin pump. Customer performed self test and it was pass. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection and insulin pen. Customer stated they did not contact their health care professional regarding high blood glucose. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did allege insulin pump was under delivering because insulin amount was not changing. Customer performed high pressure test and insulin flow block alarm occurred. The insulin pump will not be returned for analysis.